Event description:
It was reported that there was a lead safety switch (lss) on the left ventricular (lv) lead due to high, out-of-range pacing impedance of greater than 2000 ohms. Boston scientific technical services (ts) reviewed latitude and confirmed the lss, noting gradually rising impedances on the lv lead. Ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.